Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Manufacturer date is not available. Issue occurred at (B)(6) hospital.

Event description:
Medtronic received information regarding a navigation system. It was reported that the universal drill guide had ¿come apart¿. There was no patient present when this issue was identified.

Manufacturer narrative:
Manufacture date provided.